Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for diabetic ketoacidosis. The nurse states the pump is not working and needs to be replaced. The customer's blood glucose level was 378mg/dl. The nurse was advised the customer would have or someone else would have to call back to troubleshoot the device. No further assistance provided at this time.